Event description:
A customer reported a broken touchscreen on their insulin pump, rendering it nonfunctional and unreadable. There was no information provided regarding the impact on the customer¿s blood glucose level. The device was set to be returned, and a replacement pump was issued to the customer.